Event description:
The stapler misfired causing extra bleeding. The surgeon had to emergently convert to an open procedure. Ethicon rep (B)(4) paged and came to work with surgeon. No additional blood products were given to the patient. Diagnosis or reason for use: vats procedure for lung mass.